Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. No lot number or product evaluation sample is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed and will be monitored through our post market product monitoring review process. No further information was available at the time of the report. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported that "recently experienced a problem with attaching the "3.5mm microcuff endotracheal tube, where the fit appears to tight to our ventilator connectors and eco2 monitors". It was further reported that "they felt that an increased force is required to remove the et tube from the ventilator (more than usual)." There was no report of having difficulties connecting the et tube to the ventilator or eco2 connectors during the initial connection. Additional information received on (B)(4) 2015 informing the difficulty is only upon removal, and there was no patient injury or harm as a result of the difficulty in removing the et tube.